Event description:
It was reported that during a coronary orbital atherectomy procedure, a slow flow event occurred and a perforation was noted. There were target lesions located in the left anterior descending (lad) and circumflex arteries. The physician used a csi orbital atherectomy device (oad) to treat the lesions. The lad was successfully treated using the oad and a stent was placed post-atherectomy. The physician then performed two runs in the proximal circumflex and one run in the distal circumflex using the oad. Post-atherectomy angiography revealed slow flow distal to the circumflex. At this point, the patient status declined and a balloon pump was introduced to stabilize the patient. A stent was successfully deployed in the circumflex artery and a second stent was successfully deployed in the lad. When dilating the proximal stent (in the lad), a perforation occurred. An additional covered stent was placed to resolve the perforation. The patient left the procedure in stable condition and remained on the balloon pump. Three requests for additional information were made, but the facility was unable to provide csi with additional information due to their own internal policies.

Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4). Discarded by facility.